Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use the stent of the 4x38mm xience alpine stent delivery system (sds) was noted to have been dislodged. The sds was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another xience alpine stent was used to complete the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that the struts at the distal end of the stent implant were stretched distally, bent, and mangled, extended beyond the distal marker and the tip were reported as the stent being dislodged; however, the stent had not been dislodged from the balloon. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported material deformation could not be determined; however, factors that could contribute to material deformation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging of the device, sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal may have contributed to the reported material deformation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated h6: medical device problem code 2923 removed, code 2976 added.